Event description:
The patient suffered a myocardial infarction (mi) on the same day as the implant, which was noted to be target vessel related. The patient was a male with a history of smoking, hyperlipidemia, and congestive heart failure. The indication for the index procedure was stable angina pectoris. The vessel diameter was 3mm and the lesion length was 21mm. Pre-procedure stenosis was 90%, post-procedure stenosis was 10%. The lesion was a de novo, with little or no calcification. The lesion was pre-dilated with a 1.25 x 14mm balloon at 12atm. The device was deployed at 11atm. The patient was discharged the next day. The patient sufferened a mi on the same day as the cypher implant. The mi was noticed by an increase cardiac marker (cpk 2 x unl and tnt 2x unl) after the procedure, the patient was asymptomatic and the ECG did not change. The patient was treated as patients who had not had the increase in the cardiac markers. He was transferred to another hospital and was in stable, asymptomatic condition. The product will not be returned.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.